Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had pain in the vaginal area, leg was hurting, they had a return of symptoms/were urinating all the time. There were no traumas or falls associated with these symptoms. Patient states the ins is off by noting no lightning bolt in the upper left-hand corner, when she uses the programmer to sync to the ins the programmer displays unchecked box of program 4 @ 1.0. Patient states programs 1,2,3 are also not checked and are at 0.0 volts. Patient states the physician¿s assistant (pa) used the clinician programmer and told the patient that she deleted/removed the programs. It was not clear from the report whether the patient or the pa deleted the programs. The patient wanted to meet with the hcp and the manufacturer¿s representative, and the patient was directed to the hcp as they would facilitate the meeting. The patient declined troubleshooting over the phone. Clarification was given regarding the patient¿s symptoms: pain in the vaginal area - patient states she went to the doctor¿s office and met the pa to have the ins battery pack checked. The pa used the clinician programmer and made adjustments which cause the patient to have pain in the vaginal area. (Patient gave conflicting timeline of last week or last month that the vaginal pain began.) Patient states it was like getting "zapped" in the vaginal area and was extremely painful. Leg hurting- the patient states she is having pain with her leg hurting for a couple of months now and states she is not sure if the leg hurting is related to the device therapy, but she thinks it is. The patient has also had a return of symptoms, and is urinating all the time. Patient states stim is currently off, so that may be why she is having to go to the bathroom all the time for a couple of months now. Relevant medical history includes the patient had major surgery about (B)(6) 2018 and had most of the intestine removed due to diverticulitis which she stated was not related to the implanted device or therapy. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received for clarification confirmed the report that the pa did use the clinician programmer and told the patient ¿that she deleted/removed the programs¿. This statement was exactly what the patient stated. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that when seen by the physician assistant (pa) they noticed the device was not working right. The manufacturer¿s representative was called into the office. They noted that the reason the device was turned off as that they were ¿getting jolted¿ (when it was off). The patient reported that they had another appointment since the (B)(6) 2018 appointment as the had the old device removed and a new device implanted on (B)(6) 2018. There were no further complications reported or anticipated.